Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had a persistent recoverable error 40084 on universal surgical manipulator (usm) 4. Prior to calling, the customer restarted the system with no change. Logs indicate a motor problem on usm 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle on the patient side cart (psc) and exercised usm 4 with no change. Customer was disabling usm 4 but was unsure if the surgeon can perform the procedure with 3 arms. There was no reported injury.